Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 358 mg/dl. Troubleshooting was performed. All the programing was accurate. The wife stated that the amount of insulin on the status screen matched with the amount of insulin in the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.